Event description:
It was reported that a deflation failure occurred. A mustang 8.0 x 150 mm balloon catheter was selected for use during a venography of the lower extremity, iliac vein balloon dilatation, and stent implantation procedure for treatment of lower extremity iliac vein stenosis. The balloon was advanced through a 6f sheath and inflated within the vessel. After inflation, the balloon could not be fully retracted. Negative pressure was applied, and the balloon was successfully withdrawn from the patient together with the sheath. The device was replaced with another of the same, and the procedure was completed successfully. No patient complications occurred and the patient condition following the procedure was stable.

Manufacturer narrative:
(B)(6).